Manufacturer narrative:
The returned meter was investigated with a known-good retained . Visual inspection was performed on returned meter and no issues were observed. Meter powered on with button depression. Visual inspection was performed observed lcd during power up/ self-test sequence, no issues observed. Performed control solution test. All results within specification. No issues were observed with returned meter. Issue is not confirmed. A valid serial number has not been provided for freestyle strip. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the freestyle precision pro meter was reviewed and the dhrs showed the freestyle precision pro meter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a high reading from an abbott diabetes care blood glucose hospital meter. The healthcare professional reported a high blood glucose reading of 500 mg/dl compared to an abbott diabetes care blood glucose meter reading of 79 mg/dl. When plotted on a parkes error grid, the results fall in the d zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a high reading from an abbott diabetes care blood glucose hospital meter. The healthcare professional reported a high blood glucose reading of 500 mg/dl compared to an abbott diabetes care blood glucose meter reading of 79 mg/dl. When plotted on a parkes error grid, the results fall in the d zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.